Event description:
It was reported that the device was removed from shelf and it was noted that the inner tyvek pouch was not sealed. Reportedly the seal that was open was in the area that is used to open the package. The device was not used and will be returning. There was no patient involvement and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned packaging confirmed the reported issue. It was confirmed that the vendor seals at the corner and sides of the pouch were opened where it states peel here. There was evidence that the pouch was originally sealed; however, it is unknown at what point the vendors seal became unsealed. The manufacturing seal at the bottom was intact. Follow-up information received from the account stated that it is possible the device had been previously opened in error and replaced on the shelf. Although this cannot be confirmed, there is no indication of a product deficiency.